Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had sudden episodes of "vision changes, dizziness, and chest pain" with no associated time of day or activity. Upon interrogation there was nothing noted in association with the date and time given by the patient. The patient noted that their flow and pulsatility index (pi) jump around when these events occur. Last known event was at 1230 on b)(6) 2024 and it lasted approximately 30 minutes. Due to concern for an outflow graft occlusion log files were submitted for review and contained no unusual events. It was noted that as of b)(6) 2024 the patient had not reported any more chest pain. It was additionally noted that the patient had a follow up appointment scheduled for b)(6) 2024.

Manufacturer narrative:
Section d1: brand name: corrected. Section d4: catalog number and UDI: corrected. Section h6: health effect - impact code and medical device problem code: corrected. Manufacturer's investigation conclusion: a potential outflow graft obstruction could not be confirmed through this evaluation. Additionally, a direct correlation between the device and the reported vision changes, dizziness, and chest pain could not be conclusively established. The submitted log file captured events from 11apr2024 through 23apr2024. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed for the duration of the file. Multiple attempts were made after 13may2024 to obtain additional information from the customer regarding the events; however, no further information was provided. The patient remains ongoing on the heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas. Section 1 also provides an explanation of pump parameters, including pump flow and pulsatility index (pi). The IFU states that pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher pi values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle), while lower pi values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), states that complaints of dizziness should prompt immediate evaluation of the patient and the system. No further information was provided. The manufacturer is closing the file on this event.